Event description:
Hub part of antegrade cardioplegia catheter is weak and can easily get broken. No patient harm. Another device was obtained and used.device #1is this a laboratory device or laboratory test?no.